Event description:
During the course of cardiac cath, the tip of the zip wire, frayed and embolized into the lad [left anterior descending], pt required emergent transfer to tertiary care for snare removal from lad. Per the interventionalist - the external hydrophilic section of the wire became detached from the wire.

Event description:
During the course of cardiac cath, the tip of the zip wire, frayed and embolized into the lad [left anterior descending], pt required emergent transfer to tertiary care for snare removal from lad. Per the interventionalist - the external hydrophilic section of the wire became detached from the wire.